Event description:
It was reported that an alert occurred for high superior vena cava impedance, and that this impedance had subsequently decreased to within normal limits. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.